Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell/orientation dot, red/black particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified: broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a broken in the side posterior assessed as unidentified (tear) opening, missing shell assessed as inconclusive and missing of orientation dot assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.